Event description:
Additional information received from the consumer reported that to resolve the overstimulation and hands shaking they reduced the amount of stimulation on the unit. The patient stated that the level wasn't going down and the machine was unresponsive and then they changed the batteries and it was all okay.

Event description:
The consumer reported that the stimulation was too high on 8.25 v and the patient needed to decrease it to about 7v. The patient also reported that, following exercises on the day of the report, she noticed the stimulation in her upper body and her hands were shaking. The patient did not have their patient programmer (pp) at the time to check their implantable pulse generator (ipg), so troubleshooting was not performed. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.